Event description:
It was reported that the pump had " black vertical lines", impacting the customer¿s ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.